Event description:
It was reported to covidien in 2009, that a customer had an issue with a safety syringe. The customer reports needle broke off after insertion into vial. Customer reports approx 1/8" remained attached to the hub.

Manufacturer narrative:
Submit date: 01/16/2009. An investigation is currently underway. Upon completion, the results will be forwarded.